Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. It was unable to perform the displacement, basic occlusion, occlusion, prime, and no delivery tests due to unresponsive button. The device had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 69 mg/dl; treated with food. Troubleshooting was not able to resolve the issue. The device was returned for analysis.